Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic with episodes of non-sustained rv oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes and performing an induction test were recommended. The patient was in normal condition at the time of the in clinic check. Device remains implanted.

Event description:
New information notes that the asymptomatic patient presented via merlin@home transmission with another instance of non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes and performing an induction test were recommended. Further investigation notes that programming changes were made on (B)(6) 2017. Patient return for follow-up on (B)(6) 2017 and episodes of non-sustained rv oversensing were still observed. The decision was made to continue monitoring the patient. The patient is fine.